Manufacturer narrative:
The customer¿s report of a suspected programming error was not confirmed. Analysis of the pcu event log shows that at 8:14 pm on (B)(6) 2017 the pump module was programmed to infuse drugid 169 (believed to be furosemide) with a concentration of 10mg/ml. The user initially entered 20ml/hr for the rate, but then entered 20mg/hr for the dose which made the rate 2ml/hr. The infusion was started. There were no guardrails warnings after starting the infusion. The infusion ran at different rates (3ml/hr ¿ dose 30mg/hr; 4ml/hr ¿ dose 40mg/hr) until 8:03 pm on (B)(6) 2017. At 8:03 pm, the user changed the rate to 20ml/hr, which made the dose 200mg/hr. When the user started the infusion, the guardrails warning ¿dose exceeds guardrails limit of 100mg/hr. Proceed?¿ was displayed. The user selected no to the guardrails warning and channeled the device off. The system was shut down and powered off. The volume recorded as being infused during this period was 144.582ml. The event log review shows that the pump module never infused at 20ml/hr (200mg/hr) and was channeled off prior to starting the infusion at that rate. The root cause of the report of a suspected programming error was not identified. No device was returned for investigation.

Event description:
The customer reported a rate discrepancy in a furosemide infusion that was initially started on (B)(6) 2017. Conflicting information was initially received regarding the intended dosage (20 mg/hr and 10 mg/hr were both reported). The intended rate was 2 ml/hr but the customer¿s internal investigation indicated the rate was changed on (B)(6) 2017 to 20 ml/hr.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer requested an event log review to determine device programming for a furosemide infusion that was started on (B)(6) 2017 with orders to infuse at 20 mg/hr. Instead, the rate was believed to be set outside of guardrails at 2 ml/hr and ran until (B)(6) 2017 when the programming was discovered. No patient harm was reported, and the devices were sequestered.